Event description:
Medwatch received. The event is reported as: the pt was a living donor hand assisted nephrectomy. Weck hem-o-lok clips were utilized to ligate the renal artery. Approx 3 hours post surgery, the pt went into cardiac arrest. The pt was sent to the operating room where an exploratory laparotomy was performed. The pt was hemorrhaging and in shock. The pt expired in the operating room. It was alleged, the clips could be seen floating in the abdominal cavity which was reportedly full of blood. The clips were closed. The hospital reported an autopsy confirmed the "renal artery was surgically cut and unclamped".

Manufacturer narrative:
Actual samples involved in incident are not available for investigation. Unused samples from same lot# box have not been received by MFR in time for this report, but were reported as available by the risk coordinator. Investigation is incomplete. A f/u investigation report will be sent when completed. The appliers which were used with the clips were not isolated, therefore, they will not be returned for investigation. The u.f. Number was unrecognized, therefore, the active user facility number ((B)(4)) is being used for this report. (B)(4).